Manufacturer narrative:
The reported event of dislodgement was not confirmed in the laboratory. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for a follow-up. A chest x-ray revealed that the right atrial lead had dislodged. The lead was removed and replaced. The patient was stable.